Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset instructions, assisted with resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, acknowledging and understanding this advice.